Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. Lead diagnostics showed high impedances and reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the physician decided to replace the lead with a new one. The patient is now receiving effective stimulation.